Manufacturer narrative:
Evaluation summary: there was a failure in ddr2 (ref. (B)(4) mounted on the process board, and nios failed to start, resulting in a startup failure state. It is unknown what caused the part to become abnormal.

Event description:
On (B)(6) 2021 error it failed to start epk-i7010. Please turn on the power again. Display I reboot, but I get the same message and can't boot. Also, while the system was booting, what the epk-i7010 was displaying on the lcd screen was the epk-i7000 display. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004.